Event description:
It was reported that the implantable pulse generator (ipg) showed pacer spikes after qrs and the patient's heart rates were in the 40's during the middle of the night. It was noted that the sleep mode function on the device was programmed to 40 beats per minute. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).